Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after the vitrectomy surgery ophthalmic sutures were found to be not sharp and surgeon could not close the wound smoothly. The surgery was completed by an old stock from different lot number. There was no patient harm.